Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Dried blood in the sleevehead and on the helix prevented helix from extending. It was not possible to clean the dried blood from the sleevehead. Electrical testing determined that continuity of the conductors was complete with the exception of the distal conductor (pacing coil connected to the helix), which was distorted and fractured at the connector (overstress). Damage at implant was noted.

Event description:
It was reported, during an implant procedure, the helix would not deploy. Consequently, this lead was explanted and replaced. No patient complications have been reported as a result of this event.